Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd stent balloon expandable was advance through the .014 guidewire. However, the tip of the stent strut was exposed as it had moved on the balloon. The physician decided to remove the stent as it would not pass the lesion due to the degree of stenosis. The procedure was completed using an alternative device. No complications were reported.